Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml st bulk convenience pak had scale marking issue it was reported by customer that illegible markings on the barrel, rendering verbatim: rcc received a complaint via email. Email(s) attached my team reported that the bd 1ml slip tip syringe ref (B)(4) had illegible markings on the barrel, rendering it unsafe to use. The syringe has not been wiped with any solvent, it came out of the package as shown. The syringe was not used, no patients have been involved in an incident with these syringes. It was reported prior to use. Please see photos attached. Best regards, (B)(6) bsch, bscphm coordinator, pharmacy services - st. Joseph's hospital tel: (B)(6) (B)(6).

Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that most of the scale markings on the syringes were grossly smeared. Bd determined that the cause of the failure was associated to our marking process. Since this defect is occurring below our expected frequency, no further corrective actions will be made at this time. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
1. What is the date of event? April 16, 2024 2. Please share the & lot number? Lot 3212533, exp 2027-10-31 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? I have the affected syringe. The address is (B)(6).